Event description:
The user reported a leak during an infusion of 10% dextrose. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The IV administration set has been discarded by the user.

Manufacturer narrative:
(B) (4). A review of the lot history record showed not quality issues related to the product during the manufacturing build. Patient information requested and all available information is included. This report was filed by the manufacturer.